Event description:
It was reported that episodes of non-sustained rv oversensing recorded due to noise were observed via remote monitoring. The noise was intermittent and was not reproducible in-clinic. It was noted that patient had been coughing and possibly causing the active high voltage lead to touch a capped lead. The leads are known to have been implanted in close proximity. Lead imaging was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.